Manufacturer narrative:
(B)(4). The actual product was returned for evaluation. During the visual inspection of the needle/suture piece, the swage and attachment area of the sample were as expected. Marks on the body and swage area appears to be by use of a surgical instrument could be observed. The suture was examined along of the strand and body fluids could be observed. Also, the suture presents damaged at some barbs and the end of the suture was damaged (cut) appears to be by use of a surgical instrument. The product code sxpp1a401 contains an absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. According the sample condition, the assignable cause suggests an improper handling of the sample. Additional information was requested and the following was obtained: please clarify quantity involved: was 1 suture involved ? => yes. 1 suture was involved. Was the reoperation date (B)(6)? => (B)(6). Is the issue related to barb non-engagement in tissue? => no information.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/27/2017. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2017 and a barbed suture was used. During the procedure, at the 2nd stitch, the suture broke. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.